Manufacturer narrative:
The insulin pump was received with no up arrow button response due to flattened button dome switch. No button error alarm during our testing. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and address serial number label peeling.

Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer could not recall any significant events leading to the alarm. Customer's blood glucose was 7.3 mmol/l. The customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.